Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not blinking when connected to sensor. Customer's blood glucose was 423 mg/dl which was treated with manual injection. Customer was advised that sensor would be replaced.